Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed the flow transducer test during the pre-use check. No patient was involved when this occurred. Our field service engineer investigated the ventilator onsite and replaced the o2 gas module to solve the issue; the defective part was returned for further investigation. The provided logs confirm the reported error on the date of the reported event. The returned part was placed in a ventilator for simulated use testing, and it passed the pre-use check. Simulated ventilation was run for about two (2) days when the ventilator alarmed for high o2 concentration. Ventilation was stopped, and the ventilator passed a new pre-use check. The o2 gas module was tested on different test benches, which confirmed a malfunctioning differential pressure sensor in the gas module. The reason for the pressure sensor failure could not be determined during this investigation. The o2 gas module regulate the inspiratory gas flow and gas mixture; a failure of the delta pressure transducer leads to inaccurate gas flow regulation, which will be detected during the pre-use check or will trigger alarms if the failure occurs during ventilation.

Event description:
Manufacturer's ref # (B)(4).